Event description:
Information received a smiths medical pump cadd-legacy plus, mdl 6500, is making loud noises and will not recognize cassette. No patient adverse events reported.

Manufacturer narrative:
One cadd legacy plus pump was received for evaluation. A functional check was performed and the pump was visually inspected. The reported issue was able to be confirmed. The pump was found to be "double beeping" with an administration cassette attached. Signs of fluid ingression were found on the chassis base of the downstream occlusion sensor. The downstream occlusion sensor will be replaced to resolve the issue.